Event description:
I was diagnosed with alcl. After having silicone breast implants placed, my left breast grew approx 50% larger with some pain. I had fine needle aspiration of a straw colored fluid. After two weeks, I was given the diagnosis of alcl (anaplastic large cell lymphoma), I met with a lymphoma specialist and breast surgeon in (B)(6) 2016. On (B)(6) 2016, I underwent a capsulectomy of my left breast and bilateral removal of the breast implants. A pet scan revealed no systemic migration of the lymphoma.